Event description:
It was reported that the ventilator failed internal leakage test and pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: 1022777.

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received service report, replacement of the pressure transducer printed circuit board solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. Pressure transducer printed circuit board measures the pressure, conveyed via the pressure tube connected to this block by its differential pressure transducer. With differential reference to the ambient pressure, the output signal is proportional to the measured pressure thus giving a linear measurement in the range -40 cmh2o to +160 cmh2o. The root cause of the reported issue has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).